Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any non-conforming unit. Event described could not be confirmed as a manufacturing related issue. The alleged event is most likely associated with possible procedural/surgical complications. The IFU currently addresses potential risks associated with surgically implantable materials. Adverse events: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, abscess, erosion into surrounding viscera and/ or mucosa, infection, inflammation, sensitization, dyspareunia, pain, scarification and contraction, fistula formation, extrusion through vaginal epithelium, urinary incontinence (stress and urge) and recurrence of vaginal wall prolapse. Precautions: the alyte¿ y-mesh graft has not been evaluated in human subjects for the treatment of vaginal wall prolapse. Based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for a synthetic mesh procedure. Additional consideration should be given to the use of alyte¿ y-mesh graft in patients with a compromised immune system, any condition that would compromise healing, or any patient with a history of prior abdominal or pelvic surgeries. Consideration should also be given to the ability of the patient to tolerate the surgical procedure. Sutures should not be placed in the mesh edge. Sutures should be placed a minimum of 1cm from any mesh edge. Inadequate suturing of the graft material to the pelvic tissues may lead to failure of the repair, additional complications and recurrence of prolapse. Check the integrity of the packaging before use. Do not use the mesh if the packaging is opened or damaged. The alyte¿ y-mesh graft is intended as a single-use device. Do not re-sterilize any portion of the alyte¿ y-mesh graft. Reuse of this device may result in infection, device failure and/or other adverse event or product problem. After use, any unused product and packaging should be treated as a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Post-operatively the patient should be advised to refrain from heavy lifting and/or exercise (e.g. Cycling, jogging) for at least three to four weeks and from intercourse for one month. 1994 = "l". 2348, 2330 = "nl".

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
2123, 2475, 1750, 1928, 1862 = "l" 2240, 2348, 2668, 3274 = "nl" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received via medical records on (B)(6) 2023, the patient experienced refractory urinary tract infections and was diagnosed with a hiatal hernia at the ge junction and a fistula between the rectum and bladder, great pain, inconvenience, gastrointestinal problems, incontinent bowels, bowel perforation, chronic constipation, vaginal vault prolapse, urethral caruncle, cystocele, erosion of vaginal mesh, rectovesical fistula and required additional surgical and non-surgical interventions.